Manufacturer narrative:
The returned insert appeared to be in good condition and showed no major signs of damage. The cause for the revision of the implant can be attributed to an infection in the toe of the pt.

Event description:
It was reported that revision surgery was performed due to infection in the patient's toe.